Manufacturer narrative:
Approximate age of device: 46 months. The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of deposition in the inlet stator. The distal side of the inlet stator and proximal rotor revealed dark red, soft deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over a period of time while the pump was supporting the patient. Although a cause for the formation of this deposition could not conclusively be determined through this evaluation, it may have developed due to the patient stopping anticoagulation. Furthermore, the deposition could have contributed to the patient¿s elevated ldh. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis as a potential adverse event associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a report through device tracking indicating that the patient received a pump exchange. According to the hospital, the pump was exchanged due to suspected thrombus. The patient was taken off anticoagulation for a dental procedure unbeknownst to the hospital. The patient presented with elevated lactate dehydrogenase (ldh) levels a few days after the anticoagulation was stopped. A speed ramp study was performed and indicated thrombus. The pump was subsequently exchanged without issue.